Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose following meal announcements while using a dexcom g7 sensor, including an event after a burger, fries, and shake; the user treated lows with oral glucose such as a cookie or candy bar and believed the meal announcements delivered too much insulin. Symptoms included hypoglycemia with a lowest reported continuous glucose value of 64 mg/dl and an approximate duration of one hour. Outcomes included the need for medication-equivalent intervention through oral glucose intake. Investigation included obtaining information through user communications and analysis of information provided by the user. Investigation of this case revealed no device-related findings due to insufficient information about the device, and no specific component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.